Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's parents regularly manage the cuff pressure by a syringe at home. When the air inside the trach tube's cuff was removed by a syringe during cuff pressure adjustment, it was recommended to inject 1.5 to 2 cc again, but when the air inside the syringe was thought completely removed, because the patient coughed, the air did not completely removed, and the injection was performed. There was no patient injury.

Manufacturer narrative:
Additional information: a3, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the pilot balloon was separated from the tube, the inflation line is broken at the insertion of the pilot balloon, and part of the inflation line was still attached inside the pilot balloon. It was reported that the patient's parents regularly manage the cuff pressure by a syringe at home. When the air inside the trach tube's cuff was removed by a syringe during cuff pressure adjustment, it was recommended to inject 1.5~2cc again, but when the air inside the syringe was thought completely removed, because the patient coughed, the air did not completely removed, and the injection was performed. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.